Event description:
It was reported that the 4-40 stud was broken off. The staff didn't have a torque wrench and tried to tighten down the instrument with hemostats and inadvertently snapped off the 4-40 stud. Unknown how the case was completed. No patient consequence occurred. The device is being returned for analysis.

Manufacturer narrative:
Info anticipated, but unavailable at this time.